Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. A complaint database search against the reported product code did not reveal any trends of breakage. The investigation could not draw any conclusions about the current reported breakage without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The trial broke during trialing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The root cause is attributed to suspected misuse. There is unexpected gouging and deformation on the proximal area of the post. A complaint database search against product code 217830121 did not reveal any trends of breakage. Based on the determination of suspected misuse as the root cause and the low frequency of reported events of breakage, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.